Event description:
It was reported the procedure was being performed on a female pt in the maternity unit. The catheter was placed and used without incident. The pt was in the inserting position during removal of the epidural and the nurse was pressing down on her shoulders to help her. Resistance was felt during removal and it was noted no stretching occurred at removal because the catheter was already stretched. The physician grasped the catheter close to the pt's back in order to avoid worsening the situation. They did not stop and reposition the pt when resistance was felt. The catheter was removed by the physician rather slowly. The physician was the third person attempting to remove it and saw the condition of the catheter and it was already partially sectioned. During removal, the catheter broke leaving a small piece retained in the pt. After a consultation, it was decided that the piece would remain in the pt. To date, no scan has been made on the pt and the catheter has not been located or measured. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.